Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a physical sample was not returned for the evaluation and no images were provided for review. The user reported information regarding the helix break and provided video confirms helix break as it shows the helix being exposed out of the catheter tube. Therefore, the investigation is confirmed for the reported break issue. A clear root cause could not be identified but a helix break represents a known inherent risk. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy h10: g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure via the superficial femoral artery, the catheter allegedly broke after 2 ~ 3 cm of aspiration. It was further reported that the catheter was removed and the rotating spring inside was found detached from the catheter. There was no reported patient injury.

Event description:
It was reported that during a recanalization procedure via the superficial femoral artery, the catheter allegedly broke after 2 ~ 3 cm of aspiration. It was further reported that the catheter was removed and the rotating spring inside was found detached from the catheter. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a video was provided for review. The investigation of the reported event is currently underway. Device pending return.